Manufacturer narrative:
This complaint was cancelled as it was a duplicate of (B)(4). MFR report # 3003152976-2017-00189 for the initial MDR and it's follow up investigation summary.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak" concentric luer lock syringe leaked during use. There was no report of exposure, injury or medical interventions.